Event description:
It was reported that the system had a charger failed error at boot up. When this message is displayed at boot up, the system will not operate. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board and the battery were replace during the service call. The system was tested and found to be working as intended and put back into service.